Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via an 8f sheath hole for a heart catheterization procedure. Reportedly, the proglide suture was preplaced successfully with some oozing noted around the sheath in this patient with a large pannus. During the procedure, the sheath was upsized to 9f as treatment with balloon aortic valvotomy was required. The procedure was completed. The proglide knot was tightened yet bleeding did not slow down. The physician does not know if the perclose deployed in the vessel or the surrounding tissue. Another proglide device was attempted; however, was not able to be inserted into the artery even after using a 6f dilator and exchanging the guide wire for a stiffer wire. A hematoma was noted. Manual compression was applied which treated the hematoma and achieved hemostasis in the artery. The second proglide device was instead used successfully in a common femoral vein and achieved hemostasis. Additional medication (fentanyl) was administered. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other device referenced is filed under a separate manufacturing report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.